Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system was stuck in the clear cannula of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system was stuck in the clear cannula of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. The delivery device was returned outside of the loading device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube in an unfolded/unwrapped state. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. The tension spring and seal were removed from the delivery device. No blood was observed to be in or on the delivery tube. The seal was observed to be intact with no cracks or delamination. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.51 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for "failure to deploy" was not confirmed. The device was initially reported as a "discarded by user", the device was returned to the factory on 03/20/2017 and was evaluated on 03/27/2017. (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. The delivery device was returned outside of the loading device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube in an unfolded/unwrapped state. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. The tension spring and seal were removed from the delivery device. No blood was observed to be in or on the delivery tube. The seal was observed to be intact with no cracks or delamination. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.51 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for "failure to deploy" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal was stuck in the tube of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal was stuck in the tube of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.